Event description:
It was reported that two xience prime stents were implanted on (B)(6) 2012 to treat 99% in-stent re-stenosis of a non-abbott stent. On (B)(6) 2013, the patient presented to the hospital with chest pain. Angiography was performed and it was observed that there was 99% haziness was observed where the two xience prime stents were overlapped. It was noted that late stent thrombosis was suspected. A thrombectomy device was advanced, but could not reach to the restenosis; therefore, a cutting balloon was used. Thrombectomy was then performed successfully. The patient has recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional xience prime referenced in is being filed under a separate medwatch report.